Manufacturer narrative:
Customer called svs reporting that the system's handswitch would not work. Fse (field svc engineer) call back and spoke to a 3rd party svc person. It was decided that the fse would send a new handset and cable to customer to be installed by the 3rd party svc. Fse sent parts, followed up and was told they had received the parts, and had installed the handswitch and cable. This was a phone fix.

Event description:
Customer reports via phone that during a urology retrograde cystogram and stent placement, the system table movement failed and staff could not align the table into the correct position to perform the procedure. Staff moved the pt to another room where the procedure was completed without further incident. Customer did not provide any further pt or procedural info, other than to say the pt is fine. No reported injury.